Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 1300 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. Customer was released on the hospital (B)(6) 2016. Customer was declined the troubleshooting for high blood glucose. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 1300 mg/dl. Customer was unable to troubleshoot at time of call because she just came out of the hospital and did not feel strong enough.

Manufacturer narrative:
The pump passed the delivery accuracy test.